Event description:
It was reported that during the spinal cord stimulation (scs) implant procedure there was a dural puncture and the patient experienced hypotension. The patient was administered medication for both the dural puncture and hypotension and was then admitted to the hospital to address the dural puncture. This event was reported by the investigator as being possibly related to the procedure and not related to device hardware or stimulation.

Event description:
It was reported that during the spinal cord stimulation (scs) implant procedure there was a dural puncture and the patient experienced hypotension. The patient was administered medication for both the dural puncture and hypotension and was then admitted to the hospital to address the dural puncture. This event was reported by the investigator as being possibly related to the procedure and not related to device hardware or stimulation. Additional information was received indicating that a french tuohy needle was inserted too deep resulting in a dural puncture with a backflow of cerebrospinal fluid. The needle was immediately removed, and it's position readjusted. The implantation procedure was completed without additional complications. The event has since recovered.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6).